Manufacturer narrative:
Additional information found this record no longer reportable.

Event description:
Related manufacturer reference number: 3006705815-2020-01214 . Related manufacturer reference number: 1627487-2020-02538. It was reported the patient experienced large amount of pain that is possible due to sepsis. No additional information at this time.